Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn:(B)(4)) device evaluation indicated that the complaint was confirmed. The device would not be charged due to excessive sleep current (29.25 ma), and high thermal was detected on u3_asic (30.2 degree celsius). The device profile taken by using an external power source indicated that the device was normal prior to the implant procedure, and the battery voltage depleted at once after the procedure. This type of damage occurs when the ipg is exposed to high-voltage transients. The use of the plasma blade during the implant procedure resulted in the reported complaint.